Event description:
This is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with bacterial peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized in 2010 for the peritonitis. The patient did transfer to hemodialysis. The dianeal pd2 ultrabag and extraneal viaflex therapies were withdrawn. It was unknown whether the peritonitis resolved. The reporter believed that the bacterial peritonitis with (B)(6) was not related to dianeal pd2 ultrabag or extraneal viaflex therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem.